Event description:
Rn called because she could not pass the suction catheter down the oett [oral endotracheal tube]. Able to advance the suction cath past the patient's teeth (he was not biting down), but it stopped in the back of his throat. Staff could feel that the oett was bent. Patient was eventually extubated after a procedure, oett was obviously bent.